Event description:
It was reported that during an unk procedure the hand switch was not activated. Surgeon completed the case using the foot switch. There was no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 3/21/2007. Information anticipated, but unavailable at this time.